Event description:
Reporter noted posterior capsule tear occurred while grooving. Anterior vitrectomy performed. Pt is 20/60 and has appointment with retinal consult. May require trans pars plana vitrectomy (tppv).